Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.65%. There was no reported adverse event.

Manufacturer narrative:
Other, other text: additional information was received indicating the reported issue occurred during testing. Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Functional testing involved three separate delivery accuracy tests and found device to be under delivering to the manufacturing specification. The expulsor was replaced.